Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became kinked. Connection could not be established between the pod and the master pdm in order to download the data. Attempts to pair the pod to the master pdm both with and without the pcb assembly attached to the pod chassis using the source meter were unsuccessful. The battery voltages were measured to be sufficient and inspection of the pcb assembly found no damages or manufacturing deficiencies that would prevent the pod from pairing with the pdm. The exact cause of the connection failure could not be determined. Without the data from the pod, it could not be determined whether or not the pod successfully delivered insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 260 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). The pod was leaking insulin. As treatment, a manual injection of insulin was delivered and a new pod was applied.